Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient said that he has "pain" around the device throughout the day and has been ongoing since he had the device implanted. It was also reported that the device shocked the patient. The patient stated that he received an electric shock from static electricity when he touched his chest and that 15 hours later the skin over his ICD seemed swollen. The device remains in use. No further patient complications have been reported as a result of this event.